Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter had reverted to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter issue occurred on the afternoon of (B)(6)2014. The patient informed the cca that she manages her diabetes with insulin (lantus and novolog). Due to the meter issue, the patient claimed she had less food and/or drink. The patient reported developing symptoms of ¿weakness and sweating¿ on an unspecified date after the reported issue began. The patient denied receiving medical treatment. At the time of the troubleshooting, the cca noted that reported issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1 ¿ (11/05/2014). The patient¿s meter has been returned on 10/22/2014 and evaluated by lifescan product analysis on 10/23/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. In addition, a secondary issue was noted when the meter was found to be missing a segment. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Missing segment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.